Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(6) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that the physician intended to use the protege gps to treat the patient. The physician experienced difficulty while advancing over the guidewire and then noticed that the two deployment paddles had started to come apart. The physician removed the device and proceeded with the new device. There is no reported patient injury. Evaluation summary: the protege gps was received for evaluation without any ancillary devices or cine images from the procedure. The deployment paddles, safety locking pin and inner were in one pouch. The stopcock portion of the manifold and outer sheath was in another pouch. The manifold was separated at the sonic weld. The outer sheath was back lighted to determine the location of the stent and distal tip. The inner was examined: retainer was present but the inner exhibited stretching distal of retainer. The inner was removed from the distal paddle by loosening the safety pin. Just distal of the distal end of the stainless steel hypotube the inner exhibited accordion folding/buckling. The stent was located in the stopcock portion of the manifold. The outer sheath was skived to within 50mm of the stopcock portion of the manifold. The distal tip was found in this section of the outer sheath. The separation faces of the distal tip and the inner matched up, thus all components have been accounted for.